Event description:
Complainant stated that pt tested their blood sugar at 11:30pm and received a reading of 148 mg/dl. Contact then left and returned at 12:10am to find the pt "passed out on the floor". Contact then tested the pt's glucose twice and received two readings of "hi". Upon receiving the "hi" readings, the contact called 911 and proceeded to administer insulin. An ambulance arrived and received a blood sugar reading of 31 and took the pt to the hosp. Pt has recovered and is "okay now". The pt is a type-2 diabetic and is blind (type-2 diabetics don't typically use insulin). Pt has heart failure and tests 6 times/day. When the complainant was asked to trouble shoot the meter, the contact already gave the meter to their lawyer. The complainant was asked to recover the meter so trouble shooting could be performed. The meter was replaced and the customer was invited to cal 24/7 with future questions/concerns.